Event description:
It was reported that during central processing, there was an error message prompting to use a new harmonic ace instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.17¿ from the base. Broken piece was not returned. The instrument was connected to the in-house harmonic ace generator and an error message was observed. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing.